Manufacturer narrative:
(B)(4).

Event description:
It was reported that after switching on the orchestra plus for which the 2.48 version software was installed, the screen had frozen on an error message, without any chance to interact with it. The problem was solved by restarting the subject programmer. Preliminary analysis showed that the reported behavior was due a synchronization issue between the manager and the graphical user interface.

Event description:
It was reported that after switching on the orchestra plus for which the 2.48 version software was installed, the screen had frozen on an error message, without any chance to interact with it. The problem was solved by restarting the subject programmer. Preliminary analysis showed that the reported behavior was due a synchronization issue between the manager and the graphical user interface.